Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4: the device expiration date is unknown. UDI: (B)(4). Investigation summary:the device associated with this report was returned to depuy synthes mitek for evaluation. Upon visual inspection revealed that the device shows wear mark, also the forward pedal was broken. A functional test was unable to be performed due to the condition of the device. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the foot pedal(fms vue/nextra) would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during pre-surgery for a hip scope procedure, the foot pedal(fms vue/nextra) device was broken for forward movement. During in-house engineering evaluation, it was determined that the device forward pedal was broken. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.